Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value >= 10,000 ohms). The patient underwent surgery on (B)(6) 2014. The surgeon reinserted the lead pin into the generator header and two diagnostic results showed lead impedance within normal limits (impedance value ¿ 4200 ohms and 4400 ohms). A third diagnostic test showed an increase in lead impedance over 5000 ohms. Due to the fluctuating impedance values, the surgeon replaced the patient¿s lead. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently did not provide the correct event date. Brand name; corrected data: the previously submitted MDR inadvertently did not provide the correct suspect device for the event. Type of device, name; corrected data: the previously submitted MDR inadvertently did not provide the correct suspect device for the event. Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently did not provide the correct suspect device for the event. Operator of device; corrected data: the previously submitted MDR inadvertently did not provide the correct operator of the device for the event. Date of implant; corrected data: the previously submitted MDR inadvertently did not provide the correct suspect device for the event. Date of explant; corrected data: the previously submitted MDR inadvertently did not provide the correct suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently did not provide the correct suspect device for the event. Evaluation codes, conclusions; corrected data: the previously submitted MDR inadvertently did not provide the correct conclusion coding for the event. Additional manufacturer narrative and/or corrected data; corrected data: the previously submitted MDR inadvertently stated a device failure was suspected.